Event description:
New information notes that programming changes were made to address this issue. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.